Event description:
Patient revised to address pain, x-ray showed change of position of component to vertical, found acetabular component loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.